Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the cd3200 sl analyzer generated an initial hemoglobin (hgb) result of 4.4 g/dl. The sample was repeated 2 times with results of 11.8 and 11.8 g/dl. The account stated that the initial result had rbc morph and dflt flags. The initial result was not reported. There was no report of impact to patient management.